Manufacturer narrative:
The patient's race/ethnicity was asked but unknown. The hahn implant driver's lot number was asked, but it was not provided. The implant driver's name, model, manufactured date and UDI could not be identified without the lot information. Follow-up was made to ask for the broken implant driver back for evaluation; however, the office reported the broken driver was discarded. In addition, they were unable to provide its lot information; therefore, the device history record review could not be conducted. Only the hahn implant, implant carrier and cover screw were returned. The implant was completely covered with cover screw. No broken piece of the implant driver was found inside the implant as reported. The implant had no deformity. A probable cause of the broken driver could be excess force applied, causing the implant driver to break. However, without the broken driver, the reported issue could not be evaluated. This event will be tracked and trended.

Event description:
It was reported that a hahn tapered implant driver broke inside the implant during implant placement. The implant (hahn tapered implant ø4.3 x 13 mm) had to be removed since the broken head of the implant driver was inside the implant. There was no injury to the patient. Another new implant was placed during the same setting. The patient's status was reported to be satisfactory. The patient has type iii bone quality. There was no abnormality noted with the implant itself.